Event description:
It was reported that the user experienced elevated blood glucose after a supply change with the ilet system and did not receive any occlusion or dosing-stopped alerts; troubleshooting and education were completed, and the user performed a site-only change per guidance. Symptoms included hyperglycemia. Outcomes included no reported hospitalization, no reported injury, and no reported medical intervention beyond the site change. Investigation included telephone troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction or occlusion, and the issue remained of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.